Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited noise oversensing. As a resolution programming changes were made. Further information was requested but was not received.

Event description:
Additional information noted confirmed that the patient condition was stable.